Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette occurred during drain 0 of 3. The patient reported observing fluid on the floor. The patient could not confirm the source of the leak but did report that there was no fluid on or in the cycler. The patient was advised to reset up with new supplies and resume treatment. The complaint sample was requested. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."